Event description:
A patient underwent an anterior lumbar interbody fusion procedure on (B)(6) 2025. It was reported that during the procedure, the graft bolt broke when being implanted into the l5 vertebra. Approximately half of the bolt was left in the cage and vertebra.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
Correction: h3. Yes. H6. Investigation findings: 3252. Investigation conclusions: 61. Device evaluation: visual inspection of the proximal end of the graft bolt revealed that it sheared through the proximal-most fenestration approximately 11 mm from the bolt head. Additionally, a portion of the shank thread major had been peeled away. The root cause may be the result of elevated insertion torque. Labeling review: warnings/cautions/precautions: care should be taken in performing screw hole preparation to facilitate a proper graft bolt insertion trajectory and implantation. Confirm under fluoroscopy that the graft bolt insertion angle is as close as possible to a 40° trajectory. A shallow or incorrect graft bolt trajectory may result in encroachment of the spacer and lead to graft bolt breakage. Possible adverse effects: possible adverse effects include: initial or delayed loosening, bending, dislocation, and/or breakage of device components.